Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 187 mg/dl and 428 mg/dl and low blood glucose level was 60 mg/dl to 40 mg/dl. The customer was assisted with troubleshooting. The customer states they were treated and was hydrating currently. The device will not be returned for analysis.